Event description:
Pt received restore orthobiologic implant. Blisters in the operated area. Pt treated with antibiotics and problem resolved 2 months later.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.